Manufacturer narrative:
Incorrect or inadequate result; (B)(4): no patient involvement; (B)(4). Buffer salts were observed on the reaction carousel and field service was dispatched. Field service found a damaged piece of tubing which connects the ict cup to the warming ring. The tubing was perforated and allowing water into the warming ring. Service cleaned up the reaction carousel and did not observe any more dripping or leaking onto the reaction carousel. Service also examined the millipore water system and adjusted the psi to 20 from 10. Millipore technical support re-examined the water system and found several incorrect settings which were resolved. No further issues were reported after the tubing was replaced. The investigation did not identify any issues with the tubing requiring further investigation. A complaint search was performed and metrics reviewed with no adverse trends or issues noted. Labeling in the architect system operations manual provides troubleshooting assistance for erratic results and describes operational precautions and limitations. Based on the available information, a deficiency of the system was not identified.

Event description:
The account stated a patient sample ID: (B)(6) generated falsely elevated architect sodium (177 mmol/l, repeat 145 mmol/l) and falsely depressed chloride (83 mmol/l repeat 105 mmol/l) results when processing on the architect c4000 analyzer. The false elevated sodium and false depressed chloride results were reported outside of the laboratory. No impact to patient management was reported.